Manufacturer narrative:
After the evaluation is completed a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the cartridge is leaking as the cartridge compartment smells like insulin. Reportedly his blood glucose is elevated in the 200 mg/dl range over the past 24 hours. The pt allegedly changed the cartridge, site, and infusion set without blood glucose improvement. This complaint is being reported as a malfunction due to the alleged cartridge leakage. There was no evidence that the pt suffered a serious injury. In addition, there was no report of symptoms or medical intervention that would suggest acute complication of the diabetes.